Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible fracture of the lead. The pacing impedance measured high and undefined/infinite; there were high thresholds, and the pacing failed to capture. The lead was reprogrammed and a revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
. It was further reported that the lead remains in use and an epicardial lead was added.